Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age was no provided. Patient weight was not provided. Event date unknown. Product has not been returned. Product no returned to manufactured.

Event description:
It was reported that the dentist had hard time screwing down and removing the healing collar.

Manufacturer narrative:
No product was returned for evaluation. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes".